Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's two infusion set fell off during use. The event occured between 03/01/2024 through 04/14/2024. The infusion set was used for between 12-24 hours. Also, the area of insertion cleaned and air-dried. The blood glucose level of the patient was 100-150mg/dl. No further information was available

Manufacturer narrative:
Initial and final MDR 1877313-MDR 3003442380-2024-04939-device 1 of 2